Event description:
Tsai, n. T. Management of intrathecal baclofen (itb) pump during pregnancy. Pm and r. 2012;4(10):s346. Summary: three patients with itb pumps placed for spasticity were followed throughout their pregnancies. One was followed twice, two followed once. As the patients approached their due dates, there was more frequent need of rate increases, as their spasticity increased. In one patient with severe braxton-hicks contractions, her itb pump was turned up nearly 30% during the last trimester. All of them had epidural anesthesia, which were performed inferior to their catheter insertion site. All three patients had c-section deliveries. All were turned down within 5 days of delivery back to the baseline rate without incident. Reported event: as the patients approached their due dates, there was more frequent need of rate increases, as their spasticity increased. In one patient with severe braxton-hicks contractions, her itb pump was turned up nearly 30% during the last trimester. The patient underwent a c-section delivery. Her pump was turned down within 5 days of delivery, back to baseline rate, without incident. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: catheter: model: unk, serial/lot: unk, implanted: unk, explanted: unk. It was not possible to match this event with a previously reported event. (B)(4).